Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported an opti22 optisite arterial perfusion cannula broke in the aorta as it was going to be connected to bypass tubing due to bending of the device by surgeon. The breaking of the cannula caused bleeding. The surgeon was able to exchange cannula without further incident.

Manufacturer narrative:
Complaint is able to be confirmed via image evaluation however, it is unable to determined whether a manufacturing defect contributed to customer's experience. There is no evidence to suggest an edwards manufacturing defect. DHR review as performed, and no relevant non-conformances were identified. Cannula separation was confirmed however, based on the information available a definitive root cause cannot be conclusively determined. There is no confirmed indication that the connector-to-body bond was faulty. Mitigations include, visual inspection, checking the bonding solution level, and inspection of solvent amount in over-mold between connector and cannula. It is possible that forces exerted on the device during use contributed to the customers' experience. Based on the available information an edwards defect has not been confirmed.